Event description:
Discordant, falsely low alkaline phosphatase (alpi) results were obtained on patient samples on a dimension vista 1500 instrument. Most of the initial results were appropriately flagged by the instrument, and the customer repeated the samples on the same instrument, resulting higher for all the flagged results and without change for the un-flagged results. The repeat results were reported to the physician(s). The samples were then repeated on an alternate dimension vista instrument, resulting higher for all the un-flagged results and without change for the previously flagged results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that they corrected the issue by replacing the reagent flex. Quality controls were within range on the new reagent flex. Ccc reviewed the data, which indicated that the alpi reagent flex well was contaminated when opened. The cause of the discordant alpi results was a contaminated well. The instrument is performing according to specifications. No further evaluation of the device is required.